Event description:
It was reported that the patient had ineffective therapy due to high impedances on their lead. Surgical intervention was undertaken and the lead was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.